Manufacturer narrative:
This product was received and tested by technical services and the no image failure could not be duplicated. The blade was connected to a test monitor and the monitor was powered on. The image was good and even when the cable was wiggled/flexed, no failures were found. The blade has already been replaced.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, there was no image on the screen. A delay in the procedure of unknown duration occurred as a back-up gvl 3 blade was obtained. No harm to patient or user was reported.